Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, a piece of the seal disengaged into the patient's cavity. The hospital has reported no patient injury occurred.